Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Additional information was requested and the following was obtained: what do you mean by "individual strands of the braided suture cuts and fragments"? Please explain. It was reported that the suture had cuts in the middle and that some strands of the suture were hanging loose. This was felt by the doctor immediately after taking the first bite as it was not smooth for the dr to pull through. Did the fragments fall into the patient's body? If yes, please explain if they were removed successfully? There were no fragments, as the suture was removed immediately upon taking the first bite. Could you please confirm how many devices present the issue? This issue was found in 1 foil the following information was requested, but unavailable: was surgery delayed due to the reported event? Was procedure successfully completed? Patient status/ outcome / consequences? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an opthalmic surgery on (B)(6) 2020 and suture was used. Individual strands of the braided suture cuts and fragments. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 05/06/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary: according to the information received, individual strands of the braided suture cuts and fragments. The product was returned to ethicon inc for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that an opened sample broken in several pieces of product code: w9552 were received for evaluation, knot, damaged on the surface suture pieces and the ends were noted cut appear to be by use of surgical instrument could be observed. The product code: w9552 contains absorbable suture and as the sample was received open, the time of exposure of suture to the environment could not be determined and no functional test can be performed due to sample condition. The condition of the sample received indicate an improper handling of the device. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.